Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set disconnected from the chamber. This occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing of the device had disconnected from the chamber¿s pip and traces of solvent were visible on the tubing. The reported condition was verified. The cause of the condition was determined to be under inserted tubing due to a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.